Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during a esg procedure performed on (B)(6) 2025. During the procedure, set up was fine and everything started smoothly with the first 'I' pattern, but then tissue got stuck inside the tower/needle driver, so essentially the device was stuck to the patient mucosa. We couldn't reload or even maneuver the scope. After trying multiple options to remove it, including use of a rat tooth and helix to try to help push the tissue away, we finally got the device free. However, shortly after that the suture prematurely dropped during the exchange. We dropped the suture, grabbed another and the same thing happened again. We already spent an extensive amount of time not suturing, so the thought was to grab another package and use a new anchor exchange catheter as that may be the problem. Thats when we discovered the needle driver was the issue and not aligning. This may have happened during the first complication when trying to remove it from mucosa. We ended up having to use overstitch sx since there was only one nxt on the shelf. Used a rat tooth and helix to try to help push the tissue away. No patient complications were reported as a result of this event. Procedure was completed with another of a similar device.

Manufacturer narrative:
Block h6: imdrf code (B)(4) captures the reportable event of entrapment of device. Imdrf code f2301 captures the reportable event of additional device required.